Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speddband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off. The procedure was completed with a different device. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off. The procedure was completed with a different device. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 01,2018: according to the complainant, the patient bled and required a different device to complete the procedure. Additional information received on march 08, 2018: the patient¿s current condition was reported to be ¿stable¿. Additional information received on march 14, 2018: this report pertains to one of the two devices used during the same procedure. Manufacturer report# 3005099803-2018-00632 pertains to the first speedband superview super 7 device, and manufacturer report# 3005099803-2018-00708 pertains to the second speedband superview super 7 device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off. The procedure was completed with a different device. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 01, 2018: according to the complainant, the patient bled and required a different device to complete the procedure. Additional information received on march 08, 2018: the patient¿s current condition was reported to be ¿stable¿. Additional information received on march 14, 2018: this report pertains to one of the two devices used during the same procedure. Manufacturer report# 3005099803-2018-00632 pertains to the first speedband superview super 7 device, and manufacturer report# 3005099803-2018-00708 pertains to the second speedband superview super 7 device.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found all the bands present with the white band and the last band moved out of their position and were caught under the other bands. The white band was noted to be broken. It was noticed that the ligator head teeth were bent and the suture was detached from the ligator head. Based on the evaluation of the returned device, these failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed and ultimately detaching completely the suture from the ligator head as the handle was turned. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.